Event description:
The customer stated that she tested her blood glucose and received a reading of 207 mg/dl using her breeze2 meter. She retested and received a reading of 101 mg/dl using another meter. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting. No product will be returned for evaluation.